Event description:
Event description cpi received information that during the original implant of this transvenous defibrillation lead (0125), they had problems placing the lead. Due to multiple manipulations of the lead for positioning, a small damage on the insulation-2cm distal to the connectors was noted. The implanting physician elected to repair the lead at that time with meical adhesive. The lead was tested, and no noise was recorded. Approximately three months later the patient received an inappropriate shock. The lead was removed on 10/09/96. A new (0125) lead was implanted.